Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4), description: infinion 70cm lead kit the explanted leads will not be returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient experienced a change in stimulation and was not feeling the stimulation in all his pain areas. Reprogramming was attempted and high impedances were noted on multiple contacts of the leads. The patient underwent a lead explant procedure. It was noticed that the two leads were fractured but had no exposed cables. The patient was re-implanted with new leads and is reportedly doing well.